Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was pulling air out of the cartridge with an empty syringe, and wearing the infusion set for 2-3 days. Tandem clinical support informed customer that pulling air out of the cartridge with an empty syringe, and wearing the infusion set for 2-3 days is off label per the tandem user guide. Customer¿s blood glucose level was 500 mg/dl with high ketones. The customer reverted to an alternate method insulin therapy.